Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of change sensor alarm. The customer's blood glucose level was unknown at the time of the incident. The customer reported that she took the sensor out and there was no cannula. The customer stated that the blood glucose was not sending automatically. The product was not returned for analysis.